Event description:
It was reported that the patient experienced ineffective stimulation due to lead migration. Surgical intervention was undertaken on (B)(6) 2023 during which the lead was repositioned to address the issue.

Manufacturer narrative:
Exact date of event is unknown.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.